Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1 date of submission 11/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Unrelated to the complaint, the display screen was dim and discolored. This report is being resubmitted at the direction of the FDA esg group. The supplemental report #(0) for MDR#: (2531779-2015-38105) was originally submitted on 10/21/2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.